Manufacturer narrative:
(B)(4).

Event description:
A pump infection was reported as having occurred, followed by explant in 2004. The patient had remained w/o baclofen for (B)(6). Withdrawal syndrome did not develop. It was noted that the plan was to remove the patient's pump and catheter, and replace the intrathecal baclofen with other oral antispasmodic medications. The drug used in the pump at the time of the event was baclofen.